Event description:
It was reported that the pump displayed a downstream occlusion alarm. Troubleshooting was down but the alarm continued. The issue occurred while in use with a patient but no adverse event was reported. No additional information was provided.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.